Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, the patient has expressed significant concern regarding the procedure, as it appears that the penile implant was not correctly placed during the initial surgery and is now broken inside his body. This issue has caused the patient discomfort and distress. The patient had the first surgery [implant] in (B)(6) 2024 in which the doctor placed the reservoir under his skin instead of placing it under his stomach muscles. The patient's stomach reportedly started getting bigger, therefore he requested to have another surgery. A revision procedure was performed on (B)(6) 2025 to reposition the reservoir; however, after that surgery the device has not been working. A scan showed that the device had busted [broken] inside his body and the patient stated that fluid is leaking under his body now. He has also developed seroma which is making him uncomfortable.

Manufacturer narrative:
Correction: e020203 removed. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of location of the reservoir. Quality accepts the patient's observations of such as the reason for surgical intervention. Per the titan IFU, the recommended reservoir position is the space of retzius or submuscular. Based on the available information, the reported complaint is identified in the risk management documentation except emotional changes (distress). There are no clinical studies or literature to support a specific causal relationship between titan and emotional changes (distress). Complaints are reviewed routinely. No corrective action is required at this time. The additional device with reported leak previously referenced in b5 is captured under a separate medwatch report.